Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due light guide tube leaking and cut. It was also noted cracks on distal sheath adhesive. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified diagnostic procedure their endoeye flex 3d deflectable videoscope had no image on the left side of the screen. The physician switched out the device to continue the procedure with no patient harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation of no image being on the left side of the screen, the root cause was unable to identified; however, the event was most likely occurred because the charge-coupled device or internal board failed due to the infiltration of water into the equipment. Olympus will continue to monitor field performance for this device.